Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
The patient needed a lumbar magnetic resonance imaging. He was not using his implantable neurostimulator system. The device was explanted and not replaced. The patient recovered without sequela after removal.